Manufacturer narrative:
Updated fields: h2, h6, and h11. This supplemental report is being submitted to provide the results of the final investigation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had not able to route images. Monitor showing no video display; video management controller showing red link light and no other lights (image attached). Device is on but not showing on the monitor. The issue was found during a set up in room / before patient in room. There were no reports of patient involvement.